Event description:
Consumer stated that the bristles keeps falling out while using the equate easyflex total power replacement toothbrush heads. She used the first brush head for one day, the next one she used for 2 weeks. The blue bristles are coming out. She has used this product before, she's never had this problem before. She was spitting the bristles out.